Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad had locked and high blood glucose. The current blood glucose reading is 211 mg/dl. Customer has dry mouth. Customer will treat with insulin pump. Customer stated that the drive support cap is missing. The insulin pump will be replaced. Nothing further reported.